Manufacturer narrative:
It was reported that a multiple communication errors occurred during a seeg case. The first one was detected after the exportation of the patient folder and the second communication error occurred during the guidance tab. According to technical investigation, the first communication error, was due to a shared memory issue between mario_win and mario_rtx. A second communication error was detected, when the robot arm was on planned trajectory and the cooperative mode was activated, due to a vigilance device failure. This event can be provoked either by a momentary breakdown of the foot pedal or, more likely, by an incorrect usage of the foot pedal. Not enough elements are provided to conclude about the root cause for this second communication failure. Therefore, the root cause cannot be determined. (B)(4).

Event description:
After the patient registration was completed with the optical distance sensor, the field service engineer clicked on the export button to export the study to his usb. This previous method was done to backup the planned trajectories and the registration information. After the export process finished, an error screen popped up and the rosa robot proceeded to shut down. The robot was rebooted. This event did not delay the surgery case since the clinical staff members were still prepping the sterile field for the patient. Then later, under the guidance tab. The rosa arm was driven to the selected trajectory. The surgeon drilled and placed the anchor bolt into the patient¿s head. As he attempted to clear the robot arm away from the patient¿s head, a communication error screen popped up on the monitor and the rosa robot then proceeded to shut down approximately at 4:54 pm pst. The rosa robot was rebooted and this event delayed the surgery case 5 minutes.